Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high and variable capture thresholds, and far field r-wave (ffrw). The ra lead remains in use, and patient to be evaluated upon office visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.